Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated when the investigation is completed, and will include the final analysis results. (B)(4).

Event description:
It was reported that the device was exhibiting premature battery depletion, and had declared eri (elective replacement indicator). Early last year, the battery longevity showed 7.5 years remaining. Near this same time, the patient had been receiving radiotherapy treatments, which was suspected to have an impact on the battery. As of late last year, the remaining longevity had decreased to approximately 3.5 years remaining, and continued decreasing. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the device was exhibiting early battery depletion behavior. Early last year, the device was showing the battery longevity had nearly 7.5 years remaining. Around this same time, the patient had been receiving radiotherapy treatments. As of late last year, the remaining longevity had decreased to approximately 3 years and 5 months remaining. Most recently, the device's longevity had decreased further to show 9 months remaining. Subsequently this device was explanted and replaced for reaching elective replacement indicator (eri) after 4 years. It was observed during the explant procedure that the device was showing a power consumption of 499%. No additional adverse patient effects were reported.